Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the patients pressure dropped while using the laser. CPR was initiated and the open-heart team responded. The physician opened the patient's chest, a tear was noted in the svc. The patient was put on emergency bypass and transported from the ep suite to the ohs suite. The patient did not survive the operation.